Event description:
Clinician indicated fracture of abutment screw. The abutment remains are inside the implant. The fractured portions were unable to be removed from the implant. The implant had to be replaced.

Event description:
Clinician indicated fracture of abutment screw. The abutment remains are inside the implant. The fractured portions were unable to be removed from the implant. The implant had to be replaced.